Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the two batteries as well as the safety disk. The safety disk replacement was part of the preventive maintenance (pm). The stm completed the pm with full calibration, functional testing and safety checks to factory specifications. The iabp passed all testing, was cleared for clinical use and returned to the customer.

Event description:
The company service territory manager (stm) reported that during preventative maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient involvement or adverse event was reported.